Event description:
Pt had a known short to shield of her heartmate ii left ventricular assist device. She utilized an ungrounded cable. She was not a candidate for a pump exchange given her non-compliance and not being on anticoagulation. She and her family verbalized understanding of this. She presented again in (B)(6) 2019 with more lvad pump stops. Inotropes were initiated. In (B)(6) 2019, pt had a pump stop at home. Family called 911. Resuscitation was attempted by ems and pt was brought to emergency room. She was pronounced dead. This was expected. FDA safety report ID # (B)(4).